Manufacturer narrative:
The reliability analysis inspected one opened and used enlite sensor. Visual inspection was performed and it was found that the sensor with the cannula was split as a result of tubing. Bicarbonate buffer test was performed and the sensor passed per specifications with accurate readings.

Event description:
Customer reported via phone call sensor error alert on their insulin pump. Customer's blood glucose reading at the time of the incident was 165 mg/dl. Customer advised that the sensor damage occurred during the insertion process. Troubleshooting for the sensor error alert was performed. Customer was advised to discontinue use of the product and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.